Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump has had a noticeable decrease in battery longevity. The batteries would last two to three weeks. While discussing the issue the mother also mentioned that the pump alarmed with no delivery as well as another alarm she could not identify. She removed her son from the pump for an hour. The mother mentioned that her son has experienced a blood glucose of 600 mg/dl at some point. No symptoms or treatment methods were discussed. The customer's mother has already had a replacement battery cap sent to her. She was advised to monitor the pump and call if problems recur. No products were shipped or returned.